Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient indicated, they might have a urinary tract infection and the doctor said the patient had a tremendous amount of blood in the urine. No additional information or details were provided. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential failure mode identified is "biocompatibility issues" and a potential root cause for this failure mode could be "unsuitable material". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "contraindications: the product is forbidden for use if the patient has acute urethritis, acute prostatitis, acute epididymitis, and/or acute urinary tract bleeding or injury. Warnings : to help reduce the potential risk of infection and/or other complications, do not re-use. Dispose of appropriately after procedure. If discomfort or any sign of trauma occurs, discontinue use immediately and consult your doctor. Precautions: inspect the catheter before use. If the inner packaging is open or broken, do not use the catheter and do not try to re-sterilize it. Do not use the catheter if the product is past its expiry date. Self-catheterization should only be carried out under medical advice and only in accordance with instructions provided. You should always follow the plan of care and advice given by your healthcare professional. Generally, for urethral intermittent self-catheterization (isc), it is typical to catheterize at least 4 times a day between 4-6 hour intervals. If you are unsure about your catheterization, please contact your regular healthcare professional. Prior to use of this device, be sure to read the complete information on how to use this device including warnings, precautions and instructions for use, and all other package inserts and labels supplied with the product and accessories. Please consult your doctor before using this product if any of the following conditions are present: severed urethra, unexplained urethral bleeding, pronounced stricture, false passage, urethritis - inflammation of the urethra, prostatitis - inflammation of the prostate gland, epididymitis - inflammation of the epididymis (testicle tube). The catheter is for single use only and must then be discarded. Instructions for intermittent catheters: wash your hands thoroughly with soap and water. Remove catheter from the pack. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. If desired, apply water-soluble lubricant to catheter. Gently insert rounded end of catheter into urethra until urine begins to flow. When urine stops flowing, remove catheter from urethra. Dispose of catheter in accordance with local rules and regulations. Wash your hands." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the patient indicated, they might have a urinary tract infection and the doctor said the patient had a tremendous amount of blood in the urine. No additional information or details were provided. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.